Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) is expected for return for evaluation and repair. It was identified that the measurement data show leakage occurred during run #235 on (B)(6) 2021. As a consequence background and baseline levels of all channels are affected. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). The instrument is expected for return but has not yet been received. (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)) a customer from (B)(6) alleged that their cobas liat system (s/n (B)(4)) generated potential false positive test results for the cobas® sars-cov-2/influenza a/b assay. Six potential false positive calls were identified for their cobas liat system (s/n (B)(4)). Patient sample collection was not provided. There was no allegation of harm to the patient. Unknown if or what results were reported out to the patient and/or personnel treating the patient. Six (6) mdrs will be filed one for each sample as per FDA guidance.